Event description:
It was reported from the analysis of the returned product that broken clip was observed. It was reported that a patient underwent a urological procedure on 15-apr-2024 and suture was used. During a urological procedure, when the doctor opened the package from sterilization, it was broken. Another two packs were opened and were broken as well. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/17/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the one xc200 reload was received empty with the clips broken inside of a plastic jar. In addition, two empty foils were examined and showed multiple wrinkles and small holes on the bottom cavity of the foil package related possibly to excessive manipulation. The product code xc200 contains absorbable clips and as the sample was received open the degradation process had already begun, the time of exposure to the environment could not be determined and no functional test could be performed due to sample condition. The event report could not be confirmed as the reload was received with the clips broken. It should be noted that all ethicon product is 100% inspected prior to release. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.